Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies to address the issue. Reportedly, the customer was using cold insulin and using the cartridge for longer than the recommended 48-72 hour period, both are considered off label per the tandem user guide.